Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign : canada.

Event description:
It was reported that during surgery prep, the ratchet will not work when connected. The unit was repaired three times last year. Another unit was used. There was no patient involvement. The handle/ratchet would work intermittently and perform the up and down motion but very hard to rotate. The mesher would rotate once able to turn the handle but not smoothly. The mesher would rotate, assuming the gears are working correctly. Due diligence is complete, there is no additional information is available.

Event description:
There was no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the ratchet handle was not functioning properly; the bottom roller was damaged. The ratchet handle and bottom roller were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.